Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during central processing, the large suturecut needle driver instrument was found with a broken cable. There was no report of patient involvement. Intuitive surgical inc (isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. There were no problems with the instrument during the procedure. It was possible that the instrument collided with another instrument or tool during procedure. No issues related to opening/closing the grips of the instrument. There were no issues related to manipulating the left/right (yaw) motion of the grips or up/down (pitch) motion of the instrument wrist. No cables were observed protruding from the distal end. No fragment fell into the patient.

Manufacturer narrative:
The large suturecut needle driver instrument was analyzed and found to have a frayed grip cable at the grip hub. Some filaments of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.